Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was hungry, and his wife and daughter provided him with a sandwich and ice cream. However, when he tried to ingest the food, he choked on the food, became incoherent and lost consciousness. Emergency medical services (ems) was called and performed a bg upon arrival. The patient¿s bg was 32 mg/dl but the cgm displayed 72 mg/dl. The patient was treated with glucose and transported to the hospital where he was admitted for six days later. At the time of the report, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.